Event description:
Patient presented to the physician for post-implant follow-up with an infection at the ipg site, including symptoms of tenderness and redness at the chest area. Physician prescribed antibiotics. Patient returned for a follow-up appointment with improvement and will continue their previously prescribed course of antibiotics.